Event description:
It was reported by a non-medical professional that, a pt suffered a work related injury on 12/07/2000. Approximately 4 years later, pt underwent a l2-s1 posterior spinal fusion with instrumentation. The physician also noted the right l3 screw loose at the time of surgery. Approximately 6 months post-op, patient complains of back pain and difficulty standing. It was reported that the right sided screws had completely dislodged and pt underwent a revision surgery 8 months later. No pt complications reported.

Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine the cause of the event.